Event description:
It was reported that after dilatation of the stent a dissection occurred. It is unknown if treatment was required, however, because of the date of the event, additional information is not available. In the absence of that information, it will be assumed that medical intervention was used to treat the injury.